Event description:
It was reported that white foreign matter was found in the bd vacutainer® sodium heparin¿ (nh) blood collection tube before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "while on the phone she also admitted the same occurrence happened with a previous shipment (date unknown) of material no. 366480, batch no. 9036725 (2 of 2). No amount of tubes affected are known for this occurrence. Just like today's instance, incident was before use therefore no erroneous results, no medical intervention, no serious injury, no patient identifiers, no death, no course of treatment change, no exposure to blood, no needle stick and no safety issue. Customer did admit tubes with this lot were simply discarded when witnessed to have fm in them."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was not observed, as the reported matter is additive and intended to be in the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found in the bd vacutainer® sodium heparin¿ (nh) blood collection tube before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "while on the phone she also admitted the same occurrence happened with a previous shipment (date unknown) of material no. 366480, batch no. 9036725 (2 of 2). No amount of tubes affected are known for this occurrence. Just like today's instance, incident was before use therefore no erroneous results, no medical intervention, no serious injury, no patient identifiers, no death, no course of treatment change, no exposure to blood, no needle stick and no safety issue. Customer did admit tubes with this lot were simply discarded when witnessed to have fm in them."